Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2024-00146 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Event description:
It was reported that the mesher is bent and causes incomplete mesh grafts. Event occurred during surgery on (B)(6) 2023. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under cmp (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.